Manufacturer narrative:
(B)(4). The neurostimulator has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced surges of stimulation following a fall. The implantable neurostimulator was explanted and replaced. There was no pt injury reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.